Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 04/03/2019. Device returned to manufacturer: yes. Device evaluation: the pcb00v product was received in a glass container at the manufacturing site for evaluation. A visual inspection and evaluation using magnification. After the inspection the lens was outside the device. The lens was observed without the two haptics and cut in two pieces. The plunger and pushrod were observed in advanced position. Residues of viscoelastic material was observed on the lens. One of haptic was observed stuck in cartridge. The push rod was observed that override the detached haptic. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The complaint issue haptic detached was verified. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search in complaints history revealed that no additional complaint was received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. (B)(4). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of lens model, pcb00v monofocal iol (intraocular lens) detached during implantation. Iol was exchanged and procedure was completed successfully with the back up device. There was no patient injury. No additional information provided.